Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of the device (patient lesion morphology, moderate calcification, 30% stenosis and severity of disease evident in the cine images). Unapproved use of device (device is not approved for use in the sfa). No results available since no evaluation performed (no device returned for evaluation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, moderate calcification, 30% stenosis and severity of disease evident in the cine images). (B)(4).

Event description:
A physician was implanting a 5mm diameter x 40mm length complete se peripheral stent system to treat a lesion in a patient located in the femoral artery. It was reported that the lesion exhibited moderate calcification, and 30% stenosis. After stent deployment and when the surgeon tried to remove the delivery system, the tip of the stent delivery system got stuck on the stent. No patient injury was reported and no clinical sequelae were reported. Cine image review: three (3) procedural images were provided and these images confirmed the presence of calcification in the vessel. The image of the vessel prior to treatment shows the severity of the disease and the guidewire bias within the vessel. The cine images also confirm the removal difficulties with the delivery system tip appearing to catch in the mid stent.